Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had a shocking or jolting sensation and stimulation in the wrong location. The patient also had a painful incision site and it felt lumpy and warm to the touch. Patient symptoms also included redness, swelling, and less than 50 percent therapy relief at the device pocket. The patient¿s doctor looked at the incision and didn¿t think it was infected. The patent also felt shooting pains in to the bladder and the right leg and the doctor was doing a culture as blood was noted in the urine. It was later noted that no culture was done as the implanting physician checked the incision and determined there was no infection. The patient complained of no symptom relief and had almost 100 percent improvement during the trial. The patient had a reprogramming session on (B)(6) 2014. The battery status was ok, the lead was good, and all impedances were normal. All four programs were checked and stimulation was felt appropriately on all four electrodes. The event cause was not determined, was not device related, and everything regarding the device was ok. Eleven days later, it was reported that now the patient was doing well and was receiving effective therapy.